Event description:
It has been reported to philips that the allura system failed to boot up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the ippc can't boot up. Review of the system log file showed that "malfunctioning frontal ip-pc (probably does not start)" error resulted in the system failed to boot up. Fse replaced the ippc and reinstall the ippc software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.